Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message with the adc device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness however, no further information was provided. The customer was contacted by adc customer service to gather additional information however, the customer stated that they did not have time to answer any question relating to seizure, loss of consciousness, and/or if they received third-party medical treatment. At this time, this case is being reported as it is unknown if the reported seizure and loss of consciousness was related to the use of adc device. There was no report of death or permanent injury associated with this event.